Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2020, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was alleged that all the keypad buttons were under and over responsive to user presses. It was also alleged that there was moisture behind the display. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.